Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is acute cardiopulmonary arrest and congestive heart failure. The patient had hypertension and chronic respiratory distress.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device was tested on the bench and no anomalies were found.